Event description:
It was reported that the patient presented in the hospital after receiving inappropriate therapy. External defib was used to convert the patient back to sinus rhythm. The device had gone into backup bvvi mode. High capture with a decrease in sensing was found. At explant, insulation breech between the lead yoke and suture sleeve was found. Lead was cut and capped.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. Analysis found insulation abrasion.